Event description:
It was reported that the lead exhibited a capture anomaly. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis revealed a proximal insulation abrasion 46 cm from the connector end. The proximal coil was exposed. The location of the abrasion was consistent with that occurring from friction to another device. This would account for the reported capture issue.